Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings assessed as surgical damage, observed a broken assessed as surgical damage and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. The reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted and replaced with another manufacturers device.